Manufacturer narrative:
There was no patient involved with this concern. The hardware investigation found that the reported event was related to an electrical issue. When plugged into a test station, the led's initially worked as intended. After about 2 minutes, all of the led's stopped working. The device was replaced to resolve the issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the led was not firing on the cranial active frame. There was no patient present.